Event description:
It was reported to olympus, that the evis exera ii duodenovideoscope light guide lens adhesive and distal end had discoloration. There was no patient harm or user injury reported.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there was discoloration on the light guide lens adhesive. It was also noted that the air/water cylinder and scope cylinder had no color. The forceps channel port was shaved and the electrical connector was dirty due to water leakage. The image guide protector and connecting tube had a scratch. The distal end and the adhesive around the light guide lens had discoloration. The adhesive on the bending section rubber was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the adhesion of the material on the glue at light guide lens remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.